Manufacturer narrative:
Additional information: section h3. Device evaluated by manufacturer? Yes device evaluation: the intraocular lens (iol) was not returned for evaluation as it remains implanted. Photographs provided by the customer were evaluated. The photographs show an eye implanted with the suspect product. Damage was observed on the edge of the lens. Based on previous clinical advice, due to the location and characteristics of the damage, it is not expected for the damage to impact the optical function of the lens; however, the definitive impact and incident root cause cannot be determined from a photograph assessment. The complaint issue "lens damaged" was identified during photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. The reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) came out of the shooter with difficulty. The lens was defective. Through follow up we learned that there was a small tear/crack on the outside of the lens between the optic and the haptic. The iol remains implanted as it does not cause any visual disturbances. No further details were provided.